Event description:
Customer reported that pump power button did not work well and required multiple presses to activate. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken.